Event description:
The nursing supervisor alleged that at 8:05 am, she noticed the patient's head entrapped within left head siderail opening. She called 911 and the police department freed the patient by cutting the siderail. The patient was taken to the hospital for a few hours and during the examination, the patient was found to have small cuts and a contusion to the forehead. The patient was then returned to the facility and monitored by staff.

Manufacturer narrative:
The technician found the bed with the left head siderail damaged, due to police department cutting the siderail. The technician found the bed is not equipped with siderail "z" inserts that reduce the opening size of the siderails. Information regarding the "z" insert kit was provided to the account.